Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. This medwatch report is associated with MDR # 2937457-2013-00068.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt found fluid in the cycler wen he opened the cassette door after treatment. Pt could not identify where the leak occurred. Pd nurse stated that pt went to the clinic on (B)(6) 2013 and had acquired peritonitis from the incident. Antibiotics were administered and the peritonitis was resolved. Pt was fine. Nurse also stated that pt was admitted in the hospital on (B)(6) 2013 to have the catheter removed due to recurrent peritonitis. Sample has not been returned to the manufacturer.